Manufacturer narrative:
Concomitant medical products: concomitant devices reported: titanium helical blade (part #: 04.038.315, lot #: 7929546, quantity: 1). Concomitant medical products: unknown screw (part and lot numbers unknown, quantity unknown). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is confirmed. The tfna nail was received at cq broken. The nail broke at the helical blade hole. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The following concomitant part (helical blade) was returned without an allegation against them: part #: 04.038.315, lot #: 7929546, quantity: 1, part #: unk screw, lot #: unknown, quantity: 2. Note: one of the 2 concomitant unknown screws was received at cq broken. Only the proximal portion of the screw was returned. It is unknown how or when the screw broke. Upon visual inspection at cq, there is no indication that the returned concomitant helical blade and intact screw caused or contributed to this complaint, and therefore no further investigation will be performed for the concomitant devices. Because the one unknown locking screw was received broken, further investigation will be performed for this device. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. The material was determined to be conforming at the time of manufacture based on review of the DHR. A dimensional inspection of features relevant to this complaint could not be obtained at cq due to the condition of the returned device (jagged broken profile with distorted edge break). Tabulated drawing for the family of 130 degree titanium cannulated trochanteric fixation nail advanced were reviewed during this investigation. No product design issues or discrepancies were observed. Unknown broken locking screw: the break is mid-thread form and only the proximal screw portion was returned. The material surface at the fracture site appear homogeneous when viewed under 5x magnification. The remaining features on the broken locking screw indicate it is part of the following screw family...5.0mm titanium locking screw with t25 stardrive recess. (Part #'s 04.500.516 - 04.005.540). A review of the device history records was unable to be performed since the lot number was unknown. A material check was not performed at cq as no allegation was reported against this device and there is no indication that this device contributed to the reported complaint event. The major thread diameter near location of breakage measured and is within specification per relevant drawing. The minor thread diameter at location of breakage could not be obtained due to the oblique fracture pattern. Tabulated drawing for the family of 5.0mm locking screws was reviewed during this investigation. No product design issues or discrepancies were observed. It is unknown if the screw broke postoperatively or during removal. Unable to determine a definitive root cause. Concomitant medical products: corrected quantity of concomitant device unknown screw from 2 to 1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: helical blade (part #: 04.038.315, lot #: 7929546, qty: 1), screw (part #: unk, lot #: unk, qty: 1). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative nail breakage is unknown. (B)(4). Date of original implant is unknown. Concomitant medical product: therapy date is unknown. A device history record (DHR) review was performed for part # 04.037.264s, lot # 9851993: manufacturing location: monument, manufacturing date: 20-jul-2015, expiration date: 30-jun-2025: part #: 04.037.264s, lot#: 9851993 (sterile) - 12mm/130 deg ti cann tfna 440mm/right- sterile. Quantity 5. Inspection sheet for in-process/inspect dimensional/final (B)(4) rev: c met inspection acceptance criteria. Inspection sheet for tfna assembly inspection (B)(4) rev: a meet specification. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ 9355710; 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 7722138; 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9827462; 21127 - raw material lot bp-80 lot ¿ 7731922. Raw material (titanium) was received from perryman company. Certified test report received from perryman, and certificate of test for chemical composition of titanium ingot received from alcoa meet specification. Raw material receiving/putaway checklist meet requirements. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) removal with a total hip arthroplasty was performed on (B)(6) 2017 due to broken nail. The nail was broken at the helical blade hole. The surgeon did not have any trouble removing all of the implants. It is not known how the implant broke. When the nail was removed, the reporter noticed the nail is broken into two pieces. He was concerned that the set screw (internal locking mechanism within the nail) is broken at the tip of it. The surgery was completed successfully. Patient¿s outcome reported as stable. Concomitant device reported: helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) 12mm/130 deg ti cann tfna 440mm/right-sterile. This is report 1 of 1 for complaint (B)(4).